Event description:
The physician reported an improvement of the atrial threshold values from 4.0v/0.35ms (measured with a psa) to threshold: 1.0v/0.35ms (measured with the subject pacemaker). Due to a complication involving the ventricular lead, the entire pacing system was explanted after two days and returned to the manufacturer. The physician is requesting an hypothesis relative to the improvement to the threshold measurements.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported an improvement of the atrial threshold values from 4.0v/0.35ms (measured with a psa) to threshold: 1.0v/0.35ms (measured with the subject pacemaker). Due to a complication involving the ventricular lead, the entire pacing system was explanted after two days and returned to the manufacturer. The physician is requesting an hypothesis relative to the improvement to the threshold measurements.